Manufacturer narrative:
The customer reports detecting cuvette overflow by reviewing reaction monitor and running photocal on cuvettes. Photocal failed. The customer found water in the cuvettes and drier nozzles worn. A bci field service engineer (fse) repaired and replaced the torn diaphragms in the vacuum pump and removed debris from the aspiration nozzles. Post service system is operational. Root cause is cuvette overflow caused by insufficient vacuum.

Event description:
A customer contacted beckman coulter inc. (Bci) in erroneous high creatinine results on eight (8) samples generated by the au5400 chemistry analyzer. The results were not reported out of the laboratory. The samples were repeated on an alternate unit and lower results within reference range were obtained and reported within three hours. The customer not aware of any patient receiving treatment due to original reported creatinine results.